Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. It is unclear what caused this hypoglycemic event, as the cgm glucose was in range or only slightly above range for ~13 hours prior to the event. It is possible that the user still had long-acting insulin on board, since they started the ilet about 36 hours prior to the event.

Event description:
On (B)(6) 2024, an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 9/5/2024. On (B)(6) 2024, the user experienced a severe low bg event and called 911 at approximately 4:30 am est. The user was rushed to the hospital, where they received glucagon, glucose gel, two bags of potassium, and a glucose drip. The user was admitted to the hospital on (B)(6) 2024 and released on (B)(6) 2024. No immediate health effects were reported during the event. The user resumed using their ilet after being discharged.